Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It was indicated that the patient used an expired sensor, which is off-label usage of the device. It has been reported that there was a difference in readings of 100 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.